Manufacturer narrative:
Investigation - evaluation as reported, during a right kidney lithotripsy and stone removal procedure, the basket of an ncircle tipless stone extractor would not close. The issue was discovered prior to patient contact and the device was not used. Another same device was used to complete the procedure. A video was provided that appears to show the basket in the closed position and basket would not open. Confirmation was received that the issue was the basket could not be closed. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One device was returned for investigation in an opened package. The cannulated handle was not secure in collet. After disassembling the handle during examination, the support sheath and basket sheath are detached. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed three complaints had similar reported issues, but a common cause was not found common to any of the three complaints. The complaints could not be confirmed to be related. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a right kidney lithotripsy and stone removal procedure, the basket of an ncircle tipless stone extractor would not close. The issue was discovered prior to patient contact and the device was not used. Another same device was used to complete the procedure. A video was provided that appears to show the basket in the closed position and basket would not open. Confirmation was received that the issue was the basket could not be closed. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
E1: name and address: postal code: (B)(6). G4: PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.